Manufacturer narrative:
(B)(4). Batch # p9470p. Investigation summary: the device received was returned with the tissue pad with no apparent damage and properly attached to the clamp arm and not detached as reported by the customer. The device was connected to a gen11, the generator immediately displayed the "replace instrument" alert screen and the device could not be activated for further functional testing. Further testing identified that the eeprom was not programmed. The device was disassembled to inspect the internal components and no anomalies were found. Our manufacturing process has been identified to be the possible cause of the eeprom issue. It is possible that the device returned may have been the one used to complete the procedure and it is not the device complained about. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a laparoscopic nephrectomy procedure the tissue pad melted and fell into the patient. The pad was retrieved. This occurred at the end of the procedure and no additional device was needed to complete. There were no patient consequences reported.